Event description:
The manufacturer's representative reported that the patient was experiencing "return of symptoms". A reservoir discrepancy was noted at refill; expected reservoir volume was 2.4ml, actual volume aspirated was 12 ml. The pump was programmed to deliver morphine 25 mg/ml at a rate of 5.25 mg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
B5 - the hcp reported that the suspects "possible kinking". Plans to observe next residual. "No further patient complaints. Continues to have good analgesia." Possible dye study in future if residual volumes are excessive.